Event description:
It was reported that (1) tcr55 and (1) tlc55 were used during a right hemicolectomy. It was reported by the rep that the surgeon fired a tlc55 successfully. The surgeon put a tcr55 reload in a tlc55 and began firing. The device fired roughly three rows of staples then locked out. The surgeon felt that she did not pull back on the firing knob to engage the safety lockout feature. It did not appear that she did draw back at all when firing the instrument. Another two tcr55 reloads were used to complete the case without pt consequence.